Event description:
The manufacturer received information alleging problem with the heating system despite the repeated change of the humidifier and heating circuit related to the device dreamstation auto. There was no report of patient harm or injury. No medical intervention was specified. The device was returned to the third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found thermal event as the main pca was burnt. Additionally, the pollen filter that needs to be replaced due to preventive maintenance. The customer complaint was reproduced. All functional tests were performed, and the unit passed final testing. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.